Event description:
The manufacturer received information alleging a canula which was connected to an everflo oxygen concentrator caught on fire, while in use. The patient reportedly received burns to their nasal passages and face. The patient was treated at the hospital.

Manufacturer narrative:
The everflo concentrator was returned t o the manufacturer for evaluation. The manufacturer visually inspected the device and found no evidence of thermal damage internally or externally. The nasal cannula was taken by the fire department and was not returned to the manufacturer for evaluation. This failure mode is consistent with patient smoking while using the device, which is against product instructions and labeling.